Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer returned the suspected products. The returned contour xt meter, serial number (B)(4) and returned contour next test strips, lot dp8lpef01 were tested and performed to specification.

Event description:
The customer in (B)(6) reported that he obtained a blood glucose reading of 420 mg/dl on the contour xt meter. He ran a repeat test and the reading was reported to be 134 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter and test strips were sent to the customer.